Event description:
It was reported that when using the bd pyxis¿ medstation¿ es seoems mini tray (6.13) on the drawer 6 had failed and pharmacy was not able to recover the mini. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray 6.13 in the drawer 6 was failed and unable to recover. A field service engineer replaced the mini engine; however, the issue was not resolved, swapped the engine with a known good unit and observed the same result, determined that the main board located on the back of the drawer was faulty, replaced the controller board on the mini drawer. Tested the drawer in hardware test application and confirmed proper operation with the customer. The system functioned as intended after the field service engineer repaired the device.